Manufacturer narrative:
Evaluation summary: this product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Additional information has been requested. (B)(4).

Event description:
A surgeon reported capsule phimosis sometimes occurs with this particular intraocular lens (iol). No specific pts or procedures were reported. Additional information has been requested.